Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed the data and suspected functional loss of capture due to timing issue. Ts advised testing in office or medically managing the patient. This lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) reviewed the data and suspected functional loss of capture due to timing issue. Ts advised testing in office or medically managing the patient. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating lv lead was explanted and replaced with another lead.